Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was undergoing radiation treatment and the device experienced a power on reset. The device was reprogrammed back to its original parameters and remains in use. There were no reported patient complications as a result of this event.